Event description:
The lead was returned after being explanted due to an elective replacement. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the defibrillation coil was fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation with bilumen tubing voids, the inner insulation was breached, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched.